Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was returned for analysis. The balloon was unfolded which indicates it had been subjected to positive pressure. Blood was noted within the balloon with is evidence of a device leak. A visual and microscopic examination identified a longitudinal tear in the balloon material beginning approximately 14mm distal to the distal edge of the proximal markerband and extending distally across the balloon material for approximately 31mm. A visual and microscopic examination identified no issues with the balloon material that have contributed to the complaint incident. A visual and microscopic examination found no issues with the markerbands or tip of the device that could have contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were noted with the device during analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-04713. It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and mildly calcified left forearm. A 6.0 x 40 75cm mustang¿ balloon catheter was advanced for dilation. However, during the inflation at 18 atmospheres, the balloon ruptured. The device was completely removed from the patient. Another 6.0 x 40 75cm mustang¿ balloon catheter was then advanced for dilation, but when the balloon was inflated at 18 atmospheres, the balloon also ruptured. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.